Event description:
Using an ezem ceiling mounted injector system. (B)(4). Boom arm failed at first articulating joint and the injector head fell to the floor. It was not attached to a pt at the time of the failure. No injury occurred. The system had its last OEM pm in (B)(4) of 2010. Reported to (B)(4) at acist customer support (B)(4) hours this date. Unable to notify MFR any earlier because of holiday. Left phone message on answering service.